Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. Duraseal spine (204003) was not returned; however, evaluation using a video provided by the customer was performed as follows: device history record (DHR) - a DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Failure analysis - evaluation of the video shows a red substance being removed and no gel application. However, it could not be determined from the video if any duraseal was used/applied. Root cause - the root cause is undetermined. Product was not received, only a video, and the failure mode reported was not confirmed. Per the dfmea, potential causes of failure include: performance, application, and solution mixing and coverage. The risk remains acceptable per the risk analysis. If additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
Patient #2 - this is 1 of 2 reports, linked to mfg report number 3003418325-2024-00009: a facility reported that per instructions, glue mixture (duraseal spine 204003) was prepared, and 10 minutes after its application, the mixture remained liquid. Decision was made to remove the mixture with suction. The event led to an increased surgery time of 1 hour; however, there was no patient harm. Additional information received as follows: how was the surgery finalized (ex: use of another duraseal product, competitive product, other method?)? An analog of another manufacturer was used there were 2 different patients, and both had the same sealing issues how is the patient now? Stable, without liquor/wound/infectious complications name of hospital? (B)(6) center for neurosurgery named after (B)(6).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. Duraseal spine (204003) sample was returned for evaluation: failure analysis - the sample received back included 15 unopened polymer kits. The 15 unused samples were inspected, and no discrepancies were detected. The packaging was closed, however melted peg was observed on 5 of the vials received. No issues were found in any of the other components. The samples were also tested, and the phosphate solution was mixed with peg and then mixed with borate solution. No discrepancies were detected, and all samples were able to jellify and pass the test in the expected time. With the samples available for evaluation, the failure mode could not be confirmed. Root cause - the root cause is undetermined. Product and a video were received and the failure mode reported was not confirmed. Per the dfmea, potential causes of failure include: performance, application, and solution mixing and coverage. The risk remains acceptable per the risk analysis. The risk remains acceptable per the risk analysis. If additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.